Manufacturer narrative:
The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump piston does not allow all of the insulin to exit. Customer also indicated that blood glucose level is 468 mg/dl. Customer does not recall any significant events leading to the error. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.